Event description:
It was reported that the patient presented for a non-device related procedure. After the procedure, it was discovered that the right atrial lead exhibited noise causing inappropriate mode switch. No intervention was performed. The physician decided to continue monitoring the patient. The patient was in stable condition.

Event description:
New information noted that programming changes were performed to address the sensing noise and mode switch. The patient was in stable condition.